Event description:
Related manufacturer report number: 2017865-2022-37582. During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads resulting in ventricular pacing inhibition. Abbott technical support was contacted and confirmed the event. Diagnostic imaging was performed and revealed rv and ra lead damage. The event was resolved by capping and replacing the rv lead. The ra lead was resolved by reprogramming the device. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.